Event description:
An 8 fr cook airway exchange catheter - g07833 - c-cae-8.0-45 using rapi-fit adapter connected to wall source of oxygen at 1 liter/min gas flow introduced down 3.0 mm ID endotracheal tube to facilitate change for larger endotracheal tube -3.5- in 1000 gm infant with ventilator dependence and large air leak. During endotracheal tube exchange, at the point when the catheter was introduced into the 3.0 endotracheal tube and advanced in the endotracheal tube, the pt suddenly decompensated into cardiopulmonary arrest. Despite immediate resuscitation efforts including reintubation, medications, aspirations of both chest cavities, and vigorous CPR attempts for 30 minutes, spontaneous circulation did not return. The pt was pronounced deceased after the resuscitation team deemed further attempts futile. Diagnosis or reason for use: large endotracheal tube leak.